Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.